Manufacturer narrative:
The baxter technician found the right drive handle needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 28, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right drive handle to resolve the reported event. Based on this information, no further action is required.

Event description:
On 13-feb-2026, a company representative - service personnel contacted technical service to report that compella rent us scale pd ppm (product code p7800arent01, serial number (B)(6)), had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.